Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator "circuit check" error message was generated. Although, the circuit was not disconnected. The device did not stop ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any patient harm. There is no report of death or serious injury associated with this event.